Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a clot in the vacuum tubing at the probe wash collar causing vacuum errors and probe wipe leak. The fse removed the tubing from the wash collar, flushed out the clot and reinstalled the tubing to resolve this issue. The instrument operation was verified, not further leaks or vacuum errors. (B)(4).

Event description:
The customer reported a leak when using the unicel® dxh 800 coulter® cellular analysis system. The leak was described as about 1 ml of diluent that was contained within the instrument. The instrument was generating vacuum errors when the leak was identified. The operators were wearing personal protective equipment of gloves, eye protection and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.